Event description:
Placed immediate (illegible). Implant did not integrate when try to place crown. Needed to take out and replace with longer implant. Insufficient bone quality. ID# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).